Event description:
It was reported that the insulin pump alarmed button error. The customer stated that before the alarm they were inputting their glucose levels and the numbers on the insulin pump started ramping. The customer's blood glucose was 300 mg/dl. The customer stated that the high blood glucose was due to pregnancy. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No display ramping on its own anomaly was noted. The device was received with cracked case at display window corners and scratched lcd window.